Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2024 the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised successfully the head and liner. On (B)(6) 2024, the patient came in reporting pain due to joint luxation and the cause is unknown. The cup was malpositioned in the primary surgery and probably this caused the dislocation. The surgeon revised the head, cup and liner and implanted a double mobility cup and liner and ball head. The surgery was completed successfully. Patient bone quality was excellent.

Manufacturer narrative:
Batch review performed on 28-may-2024. Lot 2317569: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional devices involved: batch reviews performed on 28-may-2024: cup: mpact 3d metal 01.38.052dh acetabular shell 52 two-hole (k171966) lot 2335545: (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 2028-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2336694: 195 items manufactured and released on 13-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, 187 items of the same lot have been sold with another similar reported event during the period of review. Investigation performed by medacta hip r&d project manager: the images show the cup just explanted, with blood and bone tissue on its surface, no other details are evidenced. From the received images and information it is not possible to determine any root cause of the event.